Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify what is meant by device did not fire properly. Did the device deliver a complete staple line? If yes, were the staples formed properly? The device did not complete the staple line, so the anastomosis was incomplete. Did the device cut completely? If yes, were any issues noted with the cut line? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unknown. What color cartridge was being used? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? In the vicinity of but not to where that was the reason it misfired. Were any unexpected noises heard? If so, when? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? No, just an incomplete jejunum anastomosis the analysis results found that the long45a device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no incomplete staple line was noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device was utilized to complete a side-to-side anastomosis of the jejunum. After that firing, the surgeon noted that the device did not fire properly and the anastomosis was not complete. The surgeon sewed the defect left in the anastomosis to repair the misfire from the device. There were no patient consequences reported.